Event description:
It was reported that patient experienced withdrawal especially nausea and itching. The pump was alarming and telemetry confirmed it as critical due to "reset occurred - low battery". It was stated that this occurred on 2012-(B)(6) and the healthcare provider (hcp) reprogrammed the pump to start drug delivery again and the critical alarm was set to 10 min. The patient was to be monitored. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: the patient symptoms also included their leg shaking and "jumping."

Event description:
Additional information: the health care provider reported that the cause of the event was motor stall with no recovery; elective replacement indicator (eri) 2 months; premature battery depletion. The pump was replaced. The patient was reported to have experienced sweating and increased tone. The patient recovered without sequelea. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, (B)(4), implanted: 2005-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly.